Manufacturer narrative:
H3. Investigation results -there is no specific 9-mm posterior stabilized polyethylene insert device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. Correction ¿ b5, d6b not revised, h6 health effect - impact code not revised.

Event description:
Patient was not revised. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Event description:
As reported by legal, this female patient's right total knee was revised due to the device prematurely failing. No further information available. Device will not be returning, per legal.

Manufacturer narrative:
Pending evaluation.